Event description:
A (B)(6) female pt contacted zoll customer support to report a gelled belt. The pt received a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (gelled belt) has been confirmed. Upon service investigation, the electrode belt trunk cable connector was found to be damaged. The cause for the gelled belt is likely the damaged connector. A damaged connector allows for noise interference to occur which may lead to the gelled belt. The root cause for the damaged connector cannot be positively identified but is likely a result of excessive force. No adverse event resulted from the damaged belt connector. The pt was issued a replacement electrode belt.